Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier did not clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip performed the clamping movement but did not complete the action since none of the clips held, and this, on a vessel smaller than 10mm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. No image or video clip for the reported event was submitted to isi for review. A review of the instrument log for the medium-large clip applier (part#: 470237-12 / lot#: k10220425 0050) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 during a cholecystectomy procedure performed via system sk2062. There were 80 uses remaining after this last usage. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed/reproduced the customer reported complaint. The instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a 0.040" offset at the tips. The clip was able to be properly loaded on the grip but failed the clip test multiple times. The clip was unable to clip onto the tubing during in-house testing. Common causes of this failure mode are typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. Severely bent grips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.